Event description:
It was reported that a patient underwent a mammoplasty reduction and reconstruction procedure on (B)(6) 2012 and suture was used. After approximately two weeks, redness developed in the suture and knot area. Non absorbed suture was explanted on (B)(6) 2012. Visually it looked like an allergic reaction with keloid and seroma formation. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: an explanted suture piece was received for evaluation. It was without color and showed a violet knot. It was analyzed in a chemical lab and was found to be comparable with a different kind of suture. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.